Event description:
It was reported that: "we have received a safe report regarding an item that you carry. The patient's proximal lumen on mac introducer was found to be broken off in the bed while dexmedetomidine was infusing. The lumen was found to be broken off at the hub of the mac introducer. The cvt app and cvad liaison were called to bedside. The cvc was immediately removed. A cxr ordered. IV access was obtained. The broken cvc was saved and placed in the ctccu cniv office for investigation. No harm reached the patient, monitoring was required".

Manufacturer narrative:
(B)(4) the report of a separated proximal extension line was confirmed through complaint investigation of the returned sample. The customer reported one mac catheter for analysis. An arrow mac companion catheter was returned inserted through the mac. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the proximal extension line was severed towards the juncture hub. The damage characteristics were consistent with contact from a sharp instrument (e.g., scissors or scalpel), suggesting external mechanical damage rather than a manufacturing defect. Despite this, the proximal extension line met all relevant dimensional requirements. A device history record review could not be performed as a lot number was not provided. Based on the customer report that the damage was observed during use and evaluation of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "we have received a safe report regarding an item that you carry. The patient's proximal lumen on mac introducer was found to be broken off in the bed while dexmedetomidine was infusing. The lumen was found to be broken off at the hub of the mac introducer. The cvt app and cvad liaison were called to bedside. The cvc was immediately removed. A cxr ordered. IV access was obtained. The broken cvc was saved and placed in the ctccu cniv office for investigation. No harm reached the patient, monitoring was required".

Manufacturer narrative:
(B)(4).